Event description:
It was reported that the patient implanted with this implantable pulse generator (ipg) was admitted on the cardiology ward and was monitored by telemetry. A review of the data by the clinician revealed every hour an atrial beat was not followed by a ventricular pace. The ipg is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).